Event description:
It was reported that during a coronary ptca/drug eluting stenting procedure, stent damage was noted. The physician had predilated the calcified and highly stenotic lesion in the lad. He then attempted to advance the taxus express2 2.5 x 24 mm drug eluting stent across the lesion, but was unable to do so. When the physician removed the stent, he noted that the stent was "coiled up." No pt injuries or complications were reported.